Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Evaluation of the picture received showed connector was broken. The root cause of the issue could not be determined. Brand name is unknown. No product information has been provided to date. Unique identifier (UDI) is unknown. No product information has been provided to date. Contact phone number: (B)(6).this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device set has been received with the tubing cracked off of the chamber. This even has occurred 4 times in the last few months no patient injury was reported.